Event description:
Patient reports pump displaying error "empty lithium battery" and pump could not be used. Nurse infusing via gravity instead. No other information available. No adverse events reported. No missed doses. Replacement pump sent. Serial number not provided. Monoclonal gammopathy.